Manufacturer narrative:
Concomitant product: 694758, lead, implanted: (B)(6) 2008.

Event description:
It was reported that a remote monitoring transmission was sent one day post implant. It was noted that there was right atrial (ra) lead undersensing and p-waves that were below the normal range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.